Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: eight shumacher biopsy forceps we received. According to the customer the movement and the cutting performance of four of the eight forceps is not according to the warranted specifications. Intraoperatively a biopsy could not be taken out of the patient without pulling. This pulling caused pain for the patient. Four forceps out of batch 52413302 and four out of batch 52422427. All products are decontaminated and available for investigation. There is temporary damage to the patient that will heal fully and will most likely not negatively influence the patient in the future. There was a visual and a functional test performed for each forceps by the q-coordinator of the production plant. According to the test the cutting was performed using the test material. Two of the four forceps are cutting smooth and steady. The other two are not cutting according to the specification. Nevertheless, on all forceps burrs can be found on the moveable part. The device quality and manufacturing history records have been checked for all available lot number. The device history file has been checked and found to be according to the specification valid at the time of production. Based on the information available as well as a result of the investigation the root cause of the failure is most probably related to a manufacturing error.

Event description:
It was reported by the healthcare professional to the company sales representative "on (B)(6) called me. She is a specialized ward gynecology nurse. She told the sales representative that on (B)(6) the (gynecologist) performed a colposcopy for which she used article number er064r. The upper part of the jaws did not fully close in the lower part. Therefore a biopsy could not be taken out of the patient without pulling it out. This pulling caused pain for the patient." "On 18/7 the erasmus mc ordered 8 biopsy forceps. (Order (B)(4)) during this procedure the doctor tried 4 of the 8 forceps and she noticed that 4 forceps did not close as they should. The sales representative picked up the 4 forceps, and the other 4 forceps seemed to work properly. 4 forceps were tried during surgery and the gynecologist noticed these 4 closed insufficiently. The sales representative checked the remaining 4 pcs and noticed that these 4 also close insufficiently." All med watch submissions related to this report are: 9610612-2018-00382, 9610612-2018-00405, 9610612-2018-00406, 9610612-2018-00407.

Manufacturer narrative:
Investigation: the investigation was carried out visually and functional test was performed for each forcep by the responsible q-coordinator of the product plant. According to the test plan 235490b1 the cutting was performed using the test material sa#(B)(4). Two of the four forceps of complaint (B)(4) are cutting smooth and steady. The other two are not cutting according to the specification. Nevertheless, burrs can be found on the moveable part on all forceps. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause: based on the information available as well as a result of our investigation, the root cause of the failure is most probably related to a manufacturing error. Corrective action: a psc (#18-49) will be initiated.